Event description:
The user facility reported that during pre-testing, fluid would not pass through the valve. The user facility advised that the valve is bloody, due to the surgeon's handling of the product.

Manufacturer narrative:
To date, the device has not been received for evaluation. Additional information has been requested from the user facility. An investigation has been initiated based on the reported information.